Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2016-00033. Information was received identifying that the product was a (B)(4) product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to pulmonary embolism (pe) and had an attempted retrieval (filter could not be collapsed and removed) on (B)(6) 2014. Plaintiff is alleging chest pains and the device is unable to be retrieved.

Manufacturer narrative:
Corrections: from product problem to adverse event and product problem. From malfunction to serious injury. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device is unable to be retrieved and chest pains". Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.